Manufacturer narrative:
Concomitant medical products: product ID: 748966, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3587a, lot# lc1922, implanted: (B)(6) 2004, product type: lead. Product ID: 3587a, lot# lb7987, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported the manufacturer representative was with the patient. They were reading impedances of less than 15 ohms. The patient was feeling stimulation. It was recommended they run the device at a high voltage but it was unknown if it resolved the issue.